Event description:
It was reported that a patient with an unknown edwards aortic valve is under evaluation for a valve in valve procedure after an unknown implant duration due to stenosis. The patient presented with shortness of breath. The tavr procedure has not scheduled yet.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown edwards aortic valve underwent a valve in valve procedure after an unknown implant duration due to stenosis. The patient presented with shortness of breath. The tavr was completed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Engineering evaluation summary: since the implant duration of the valve is unknown, as a conservative approach, an implant duration of both less than 5 years and greater than 5 years is being considered. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Per (B)(4), rev l, section 6.3, reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. Per doc-0101337, rev l, section 6.3.7, devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The most likely cause is patient factors, including hyperlipidemia and atherosclerosis. All pertinent information available to edwards lifesciences has been submitted.